Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8782, lot#: 0208184308, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, information was received from a foreign healthcare provider (hcp) via a manufacturer representative (rep) regarding an error in labelling of an 8781 ascenda catheter kit. No patient symptoms were reported and it was indicated that there was no patient involvement in this event. No drug information was reported. On (B)(6) 2017, during normal use and during a procedure to implant a new pump, the hcp opened a 8781 catheter kit and found a 8782 catheter kit instead. Another kit was used and the 8782 kit was never implanted. The issue was resolved at the time of this report. No further complications were reported and/or anticipated.